Event description:
It was reported that error code 45169 occurred during testing. No patient injury was reported.

Manufacturer narrative:
The device was returned to (B)(6) medical.

Manufacturer narrative:
Other, other text: additional information provided in b5. This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). The device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. 45169 error code message was found in the pump's event history logs. Error code was cleared and replaced the inoperable latch lock assembly. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Event description:
Additional information received by smiths medical/ICU on(B)(6)-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. 45169 error code message was found in the pump's event history logs. Error code was cleared and replaced the inoperable latch lock assembly. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.